Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has unresponsive buttons and the time clock was not advancing. The battery was removed for five to two hours and the anomaly continued. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermitten button response due to moisture damage to the keypad trace. No frozen display, blank display or time/clock anomaly observed during analysis. A scratched lcd window, cracked display window, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked noted.